Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using the red62, a benchmark bmx96 access system (benchmark max), a velocity delivery microcatheter (velocity) and a guidewire. It should be noted that the patient's anatomy was moderately tortuous. During the procedure, the benchmark max was placed in the high cervical location in the internal carotid artery (ica), and the red62 was advanced over the velocity and the guidewire. While retracting the red62 after completion of the third pass, the physician experienced resistance. Upon removal, the distal end of the red62 was noticed to be frayed. Therefore, the red62 was not used in the remainder of the procedure. The procedure was completed using a stent retriever, the same benchmark max and the same velocity. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned red62 revealed kinks on the distal shaft. This is likely the reported distal end damage. If the red62 is manipulated against resistance during use damage such as kinks may occur. The root cause of the resistance could not be determined. Further evaluation of the device revealed kinks on the proximal end. This damage was likely incidental to the reported complaint and may have occurred during packaging the device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.